Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states.

Event description:
It was reported to medtronic minimed that the customer experienced the insulin pump constantly restarting and returning to the medtronic logo. The customer also reported that the insulin pump was always turning off. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was partially performed. No harm requiring medical intervention was reported. No product return is required for mmt-1886.